Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the battery level indicator diode would flash intermittently even with a fully charged battery. The unit passed the weight test. The unit had a piston migration of 1.54 inches. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit battery level indicator diode did not flash. The unit was pressurized and depressurized 6 times and the diode would briefly flash, which is normal, and then return to a non-flashing, constant lit state. The complaint was confirmed and the root cause has been associated with defective printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during shoulder arthroscopy, the spider 2 tenet battery was going dead, the light wont stay green. It is unknown if there were delays and how was the problem solved. No patient harm was reported.